Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the complaint. He checked all internal electrical connections and there were no problems found. The fse replaced the monitor/ keypad controller board just as a precautionary measure. Unit passed all functional and safety tests per factory specifications. Returned unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) shutdown with the display not showing vitals and the keypad stopped functioning. They were able to continue to assist the patient and swapped the unit for another iabp. No patient harm, serious injury or adverse event was reported.